Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that while the sagittal saw attachment device was in use, at the moment of making the cuts, the motor began to fail and the handpiece and coupling were checked. The device was becoming very hot during the procedure and was losing strength as it was used. The batteries were changed but the motor still did not work; when attaching the saw adapter it feels too hot on the mentioned piece. There was no spare device available to continue the procedure. There was discomfort claimed by the specialist. The patient was open and the surgery was halfway through. The user could not finish performing the cuts in the femur, while they managed to solve the problem with an engine that came remitted from another commercial company and that they realized had saw blades that could serve to make cuts in the knee, there was approximately a thirty to forty minute delay while the user figured out how to use the fortunately manages to finish the surgical procedure with the motor device. The surgical procedure was completed successfully using another cutter from a different facility. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.